Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) stored as non-sustained right ventricular oversensing (nsrvo) episode. Programming changes were discussed, no interventions was performed. There were no patient consequences.